Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to the ¿inappropriate package design" or repackaging done by distributor. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the distributor unpackaged each device from the bd box and folded them to fit into a smaller box for the customer since she did not order a full case. The customer reported that when she received the catheters, they were bent where the balloon is located so when she attempted to inflate the balloon it only inflated on 1 side.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the distributor unpackaged the eaches from the bd box and folds them to put them in a smaller box for the customer since she does not order a full case. The customer reported that when she receives the catheters, they are bent where the balloon is so when she goes to inflate the balloon it only inflates on 1 side.